Manufacturer narrative:
A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The reported events of high capture threshold, high pacing impedance and ¿lead broke¿ were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the helix mechanism found no anomalies.

Event description:
It was reported that the patient presented for a scheduled procedure. During the implant it was noted that the right atrial lead exhibited high capture threshold and high impedance. The physician decided to reposition the lead; however, the helix would not extend. It was suspected that the lead was broken causing the impedance to rise and helix not to extend. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.